Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, after the dilatation of esophagus was complete, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely and could not be removed back into the endoscope. The physician had to pull out the endoscope and the balloon from the patient. The procedure was completed with another cre wireguided catheter balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of balloon deflation failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.